Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical event and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had to seek medical attention due to low blood sugar. The patient's blood glucose levels reached an unknown level while wearing the pod longer than 48 hours. The patient stated that they have stage 3 kidney disease, hypertension, hypothyroidism, physical injuries to her back, torn tendons in her back and ankle, and injuries in her knees. Gout, gerd, barret's esophagitis, and edema. The patient was treated with glucose gel and IV (intravenous) glucose. The patient wasn't sure when they released them. The pod was worn when seeking medical attention.